Manufacturer narrative:
The pump passed the displacement test and self test. No unexpected pump error 4 or 23 alarms during testing however, pump error 4 and 23 alarm found in the formatted history file due to a software error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error. Customer stated that the pump errors were not immediately after battery change. It was reported that they were able to clear and able to complete the rewind. It was reported that they had crack on the case of the insulin pump. It was reported that the customer was treated with pen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.